Event description:
Related product model #: no value found, related product serial #: no value found, related product upn #: unk-p-starter, related product batch/lot: no value found , related product family: starter, material number: unk-p-starter, sterile lot number: no value found, sold to account number: no value found, returned product expected: no, bsc product return date: no value found, location description: no value found. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: ecn event description: during an afib ablation with farawave, dr. Had completed the lesion set in the lspv and had deflected the sheath to bring the catheter down to the lipv. We completed the 4 flower applications for the lipv and dr. Was attempting to advance and back the catheter off tissue so that she could deploy the catheter in the basket configuration. When she tried to adjust the wire, it remained stuck and she could neither advance nor retract the wire. I asked her to slightly advance the slider on the catheter to ensure we were not over-deployed with the catheter and then asked her see if the wire moved freely. When it didn't, we opted to replace the catheter since things were not functioning properly. When the catheter was taken out of the body and the wire was pulled from the catheter, it was noted that there did seem to be a bit of a kink or bend at the distal end of the wire just before the j tip. When the scrub tech did try to advance the wire back into the catheter, the wire got stuck approximately 10cm inside the catheter according to the scrub. Because the wire was kinked, it was also replaced. A new catheter and new wire were prepped and advanced into the la via the faradrive and was much smoother than the previous. Dr. Was able to complete the procedure successfully without any complications for the patient. Of note, the wire was a boston starter wire ( I do not have the lot number for the kinked one) the new wire is ref: m001491560 lot#: 10019460 what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? See above , what is the next course of action? See above, patient present at time of event? Yes , patient complications: no patient complications, patient outcome: fully recovered , procedure number: pn-3116549, event date: 2026-4-3. As reported device codes: 1457: entrapment of device or device component, 1763: kinked as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The customer returned and a visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with a bend at 35cm from the proximal weld and the guidewire did not appear to be fractured however after the fingerpull test, the ribbon was found to be fractured at the distal end. Permission to deconstruct was granted by the customer and upon deconstruction it was determined that the ribbon broke just behind the distal weld, there was evidence of necking at both ribbon fracture points, suggesting that this fracture is due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damage was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "damaged: kinked" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.